Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to use of materials such as silicone a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing and the event reported as "it makes lines on the screen" a root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited lines on the screen the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.